Manufacturer narrative:
The complaint facility was unable to provide a sample for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported peritonitis diagnosis and treatment. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During follow up of an unrelated event, a peritoneal dialysis registered nurse reported the patient was diagnosed with peritonitis on (B)(6) 2014 due to a breach in aseptic technique (the end of one of the lines came in contact with the patient's clothing). Reportedly, the patient was treated with antibiotics and the peritonitis has resolved. Effluent is currently clear and the patient continues on continuous cycling peritoneal dialysis.